Event description:
It was reported to vyaire medical that the avea ventilator was having multiple tca (transducer communication alarm) related issues even after replacing the hssc (high speed serial channel) cable. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service technician (fst) evaluated the device onsite and replaced the gde (gas delivery engine), which resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.